Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork. It was noted the physician did not believe there was an issue with the pump any longer. At the end of the case, he aspirated cerebrospinal fluid (csf). The flow was somewhat slow. However, it showed there was an intact system. The physician initially thought it was the pump, but then learned it was just the patient¿s csf.

Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 5 mg/ml dilaudid at a dose of 0.5 mg/ml via an implantable infusion pump for non-malignant pain. It was reported that when connecting the pump to the catheter, the hcp attempted to aspirate cerebral spinal fluid (csf). The flow was slow and the hcp thought the pump was defected. The needle, syringe, and pump segment were changed. The hcp asked for a new pump. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. Changing the pump resolved the issue. The issue was resolved at the time of this report. The pump was to be returned to the manufacturer for analysis. The patient's status was "alive- no injury" and no further complications were expected or anticipated.